Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including ECG tests with known good multifunction cables and pads in normal and stressed conditions without duplicating the report. An internal inspection found no discrepancies. The accessories were not returned for the evaluation. The digital board will be replaced as a precaution if the repair estimate has been approved. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.